Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead was found to have dislodged. The physician attempted to reposition the lead, but the lead continued to exhibit poor amplitudes and no current of injury, and would continually dislodge. The lead was removed and inspected, and tissue was found on the helix. The lead was explanted and replaced with a passive fixation lead. No patient complications have been reported as a result of this event.